Event description:
The hcp reported the patient had been experiencing a recent increase in his usual pain and a recent escalation of the intraspinal medication dose. In 2005, a spinal x-ray and a cat scan were done that demonstrated a mass. The catheter was explanted and removed. No culture was done. The patient outcome was reported as good.